Event description:
It was reported to medtronic minimed that the customer reported experienced hyperglycemia and was hospitalized. The customer reported that the pump was lost during that event. The customer's blood glucose value when admitted to the hospital was 546 mg/dl. The length of hospitalization was greater than 24 hours. The customer's high blood glucose was treated with an insulin pump. The customer reported symptoms at the time of hospitalization were pain, cramp(s)/muscle spasm(s), and urinary infection. It was reported that during the hospitalization, the customer was tested for ketones, and the results of the ketone test were negative. The event involved product(s) mmt-332a, mmt-1884, mmt-242a and mmt-7040a. Troubleshooting was partially performed as the customer declined further troubleshooting. Customer using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product is required for mmt-332a, mmt-1884, mmt-242a and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.